Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving unknown medication via an implanted infusion pump. It was reported that the representative was in the office to see a patient as the hcp's pump nurse was not there. The doctor initially interrogated the pump with an older model programmer, and it appeared that the pump was inadvertently updated to minimum rate mode about an hour prior to the time of report. The pump was interrogated again and it was confirmed that the settings were changed from simple continuous to minimum rate mode. The issue was resolved on the call and it was confirmed that there were no issues in the pump logs and no other issues.

Manufacturer narrative:
Continuation of d10: product ID 8870 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.